Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. After the physician had performed the transseptal puncture the was was inserted into the patient. While clearing the manifold of the was air was pushed into the laa of the patient. The patient experienced st elevation and there was decreased motion in the wall of the heart. The patient was treated with medication and 100% oxygen which helped resolve the st elevation. The procedure was then continued and completed successfully with the closure device implanted in the laa of the patient. Post procedure the patient was doing fine and there was no residual effects as a result of the events.